Event description:
Customer reports to have received a button error alarm. Customer reports to have been giving a bolus shot when numbers began to ramp up. Customer attempted to stop by pressing on buttons and change batteries but received a battery failed test, and then customer received a button error alarm. Customer's blood glucose was 136 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. It also had cracked case at display window corners and minor scratched lcd window.